Event description:
The complainant reported use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, the placement signal to the pump was lost during shockwave therapy. Despite this, the pump remained operational until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. No data logs were returned. The clinical details confirm that the use of shockwave coincided with the loss of placement signal. The root cause of the optical signal issue was most likely a damaged sensor due to shockwave interaction. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.